Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 500mg/dl. No other symptoms were reported. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged the patient experienced hyperglycemia associated with a pump warning that the pump was not primed (loss of prime.) The reporter and the patient both declined to participate in troubleshooting the issue with animas customer support. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a loss of prime.